Manufacturer narrative:
Visual analysis of the returned device identified the weight of the device within specification, white particles on the shell, flat creases, and three curved openings on the anterior. A microscopic analysis was performed which identified three striated openings on the anterior. Based on the device analysis the final assessment is: three striated openings on the anterior assessed as surgical damage, consistent in the use of some surgical tool. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.